Manufacturer narrative:
Serial no continued: (B)(4). For 10 of the events, the investigation did not identify a product problem. The cause of the event could not be determined. For 1 of the events, the field service engineer (fse) checked all of the related parts including the sample pipetter and reagent pipetter. The fse cleaned the measuring cells. The instrument was acceptable. For 1 of the events, the field service engineer verified proper alignments for all probes and the bead mixer. The fse also verified fluidic pressures and rinses to mechanisms. Instrument performance testing results were within specification. A cause for the event was not identified. For 1 of the events, the customer discovered that the sample probe had dried material on the tip. For 1 of the events, an artificial media check was performed by the field service engineer which showed that the measuring cells, reagent and sampling pipetting were working within specification. For 1 of the events, the field applications specialist found that the controls were acceptable. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 10 malfunction events. Questionable non-reproducible results were generated by a cobas 8000 e 602 module. The events involved a total of 14 patients with the following: 3 elecsys hcg + beta test system, 1 elecsys rubella igg immunoassay, 1 elecsys estradiol iii assay, 7 elecsys ferritin, 1 elecsys ft4 iii assay, 1 elecsys afp assay. The provided patients' ages ranged from 23 to 33 years. There were 4 females.